Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range impedances and respiratory rate sensor oversensing with noise in the right atrial channel. Right atrial (ra) lead conductor fracture is suspected. Technical services (ts) was consulted and provided programming options. This crt-d system remains in service. No adverse patient effects were reported.